Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states, ¿before taking a blood glucose measurement for calibration, wash your hands.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was 112 mg/dl. Reportedly, the customer's hands were not washed prior to testing bg levels with a bg meter for calibrations. No additional patient or event information was available. A replacement sensor was sent to the customer.